Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Reinstalled the titanium tip broke during the pre-run test; the broken piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient.